Manufacturer narrative:
It was reported by the hospital staff that port 1 of the controller was having problems with toggling and inappropriate battery drainage on multiple batteries. It will not use a battery past 3 lights. Additional information was received via the dt2 database update that the patient came into clinic after experiencing issues with his controller and batteries. The patient experienced critical battery alarms and battery toggling on only port #1. The battery toggling occurred with several batteries and when the batteries were tested they appeared to be fine. Port #1 connector and pins did not have any obvious anomaly and it was determined the controller was causing the issues and not the batteries. The controller was replaced; the patient tolerated it well. It was reported that the issue resolved after exchanging the controller. The controller was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of critical battery alarms, power disconnect alarms, and premature power switching events. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The patient manual outlines recommended practices for power management including expected and abnormal battery behaviors and actions to take including replacement of devices which exhibit abnormal behavior. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps and sequence for exchange of batteries and controllers are outlined.. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the hospital staff that port 1 of the controller was having problems with toggling and inappropriate battery drainage on multiple batteries. It will not use a battery past 3 lights. Additional information was received via clinical study database update that the patient came into clinic after experiencing issues with his controller and batteries. The patient experienced critical battery alarms and battery toggling on only port #1. The battery toggling occurred with several batteries and when the batteries were tested they appeared to be fine. Port #1 connector and pins did not have any obvious anomaly and it was determined the controller was causing the issues and not the batteries. The controller was replaced; the patient tolerated it well. The issue was resolved.